Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station had no power and went offline on remote support service. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the drawer 5 was not detecting. A field service engineer (fse) found that drawer controller board was shorted. So, fse replaced the drawer controller board and tested. The system functioned as intended after the field service engineer repaired the device.